Manufacturer narrative:
This medwatch was created in error.

Event description:
Patient was revised to address instability. Doi (B)(6) 2005 (femur); (B)(6) 2012 (insert) - dor (B)(6) 2012 (left knee).